Event description:
The son of a (B)(6) male pt called zoll customer support to report that the pt's battery charger was resetting and his batteries were not recharging. The pt was issued a replacement battery charger/modem and battery pack.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (not recognizing battery packs) has been confirmed. Upon investigation the battery charger/modem was unable to recognize battery packs. The cause for the failure was isolated to corrosion on the battery board. The root cause for the corrosion was ingress of an unk liquid. Device eval of battery pack sn (B)(4) was completed. The reported problem (not charging) was confirmed. Upon investigation the battery was unable to recharge or power up. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery charger/modem and battery pack. The pt received a replacement battery charger/modem and battery pack. Device manufacture date: battery charger/modem sn (B)(4) - 12/2012; battery pack sn (B)(4) - 01/2014.